Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial tha, this female patient's poly broke. Patient was revised to an xle liner. There were no broken pieces fell in the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-ray were unable to obtain. Device is not available for evaluation as device was kept by hospital and thrown away.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the most likely underlying cause of the prosthesis fracture and the type of fracture reported cannot be determined from the information provided. It is unclear if the acetabular liner locking button failed, if the liner wore through, or if there was a fracture around the liner rim. The most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after.